Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of stimulation. There were no falls/traumas reported that could be related to this issue. The patient checked their device with their patient programmer. One of the programs "just kind of quit working". The patient was wondering if this was a sign that it was on its "last leg". This occurred about a week prior and they had forgot to address this with the manufacturer. The patient indicated that this was a sudden change. The patient tried another program and it worked on this program so they went back to the original program and it still would not work. The patient tried turning stimulation up to the maximum and they could feel something but nowhere near where it was before when it was relieving the pain. Other relevant medical history includes spinal pain and spinal stenosis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the loss of the program was what led to the loss of stimulation. Changing to another program resolved the issue.